Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. A main coil, introducer sheath, and delivery wire were returned for this complaint. The coil and delivery wire were interlocked within introducer sheath. Coil was noted kinked and stretched. The delivery wire was inspected, and it was noticed bent at the distal end. The introducer sheath was inspected, and no damages were found. Microscopic inspection of the delivery wire was performed and revealed that the proximal end has a smooth surface. The interlocking arm was inspected, and no damages were noticed. Microscopic inspection of the main coil was performed and revealed that the zap tip has a smooth surface. Dimensional inspection of the delivery wire was performed and the measured dimensions were within specification. Dimensional inspection of the main coil was performed and there were missing fiber bundles due to coil stretching condition. The remaining measured dimensions were within specification. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 13oct2021. It was reported that the coil became stuck inside the catheter. A 10mmx40cm interlock-35 coil was selected for use on the portal vein. During the procedure, it was noted that the coil became stuck inside the catheter hub part. The coil was removed as it was and the procedure was completed with a non-boston scientific product. There was no patient injury. However, device analysis revealed missing fiber bundles.